Event description:
The user facility reported that the tr band deflated slowly. After a left heart catheterization, the balloon was inflated, they pulled the sheath and balloon deflated and required manual pressure and applying a new tr band. When inflated after the case balloon deflated on its own and they were unsure if it was a leaking valve or hole. According to staff, first balloon deflated immediately upon sheath pull. Second balloon worked however deflated slowly after the procedure. Bleeding was controlled using second balloon. The patient was stable. The procedure was a success.

Manufacturer narrative:
Age & date of birth: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: nursing supervisor. Device manufacture date: unknown due to unknown lot number. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deflation issues because the sample was not returned for assessment. Without a sample, the exact root cause could not be determined. The device history record (DHR) could not be reviewed since the lot number is unknown. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).